Manufacturer narrative:
Initial and final (B)(4) - device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 30-oct-2024 that the patient encountered infusion sets hub were split which results into leakage. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. This event had occurred on (B)(6) 2024. No further information available.